Event description:
During dilitation procedure, the dilating balloon broke and the procedure was terminated. Pt was then dilated with mercury bougie dilators.later that same day, patient required surgery for perforated esophagus.good outcome, unknown when perforation occurred.